Event description:
Patient reported that a comparison between pt's surestep meter and a health care professional meter was 109 mg/dl (ss) and 140 mg/dl (health care professional) respectively (22% difference). No symptoms were reported. There was no allegation of harm.